Event description:
It was reported that the ilet pump¿s housing split and the touchscreen separated from the device while worn on the hip, after which the pump was nonfunctional and no longer watertight. Symptoms included no reported changes in blood glucose and no injury. Outcomes included device replacement and continuation of glucose monitoring with the cgm application while therapy was backed up as needed. Investigation included complaint intake, user education on shutdown limitations due to a nonfunctional screen, and logistical coordination for device replacement and return for evaluation. Investigation of this device revealed external physical damage to the pump enclosure with separation of the display assembly, resulting in loss of intended function. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external stress leading to enclosure and display separation.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.